Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks in the test cassette. The cycler underwent and passed a system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There was a visual evidence of a clog in hp1 filter. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. There were no alarms or warnings prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that there was no patient involvement and stated that they were training another nurse on a dummy tummy when the fluid leak was discovered. The fluid leak occurred during an unknown phase of treatment. The pdrn stated that after they trained the nurse on how to use the cycler, they were shutting the machine down and discovered the fluid leak during step 9 while they were removing the cassette. The pdrn stated that there was fluid discovered in the cassette door. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that they have received the replacement cycler and confirmed that the old cycler would be returned as scheduled. The pdrn confirmed that there was no patient involvement.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer. No physical damage was noted during an external visual inspection. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. An accelerated stress test (ast) simulated treatment was initiated and completed without failures. There were no fluid leaks in the test cassette. The cycler underwent and passed a system air leak test, and a valve actuation test. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. There was a visual evidence of a clog in hp1 filter. The cause of the observed dried fluid could not be determined. There were no other visual discrepancies observed during the internal inspection. A review of the device manufacturing records was conducted and there were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, no malfunctions were found that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined. The cycler was refurbished following the evaluation.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. There were no alarms or warnings prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that there was no patient involvement and stated that they were training another nurse on a dummy tummy when the fluid leak was discovered. The fluid leak occurred during an unknown phase of treatment. The pdrn stated that after they trained the nurse on how to use the cycler, they were shutting the machine down and discovered the fluid leak during step 9 while they were removing the cassette. The pdrn stated that there was fluid discovered in the cassette door. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that they have received the replacement cycler and confirmed that the old cycler would be returned as scheduled. The pdrn confirmed that there was no patient involvement.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) patient discovered a fluid leak in the pump module area of the cycler and on the external of the cassette after ending their pd treatment. There were no alarms or warnings prior to discovering the fluid leak. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of the cycler. A new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon follow up, the pdrn stated that there was no patient involvement and stated that they were training another nurse on a dummy tummy when the fluid leak was discovered. The fluid leak occurred during an unknown phase of treatment. The pdrn stated that after they trained the nurse on how to use the cycler, they were shutting the machine down and discovered the fluid leak during step 9 while they were removing the cassette. The pdrn stated that there was fluid discovered in the cassette door. The cause of the leak is unknown and no other fluid leaks were found. The pdrn confirmed that they have received the replacement cycler and confirmed that the old cycler would be returned as scheduled. The pdrn confirmed that there was no patient involvement.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.